Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal dilaudid 2 mg/ml. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The health care provider (hcp) had access to the 8840. It was reported the patient missed a refill, and the empty pump alarm occurred. The pump went empty 12 months ago (from (B)(6) 2016). The hcp would be silencing the alarm on (B)(6) 2016. The hcp would be relocating, so he did not wish to make any decision on what to do next with the pump. There were no symptoms reported. It was later reported that the pump was filled with saline and set at minimum rate on (B)(6) 2016. The reason the patient missed the refill was the patient not having means of transportation. The hcp would be moving out of the area soon and was referring the patient to another hcp to take over. The plan was to check/compare volumes to see if the pump was working correctly. If not, they would replace the pump. If it was working correctly, they would fill with drug and resume therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.